Event description:
Medtronic received information that this bioprosthetic valve was explanted after 2 years implant duration due to paravalvular leak. No visual abnormalities were noted upon explant. The valve was replaced with another manufacturer's valve, with no adverse patient effects.

Manufacturer narrative:
(B)(4). Product analysis: upon receipt at medtronic's quality laboratory, the pledgets remained attached to the sewing ring and host tissue. All leaflets were slightly stiff but flexible except where the host tissue extended on the inflow. An abrasion on the lunula of the left cusp appeared to be due to contact with a bias cloth. All commissures were intact. Glistening off-white pannus remained attached to the sewing ring adjacent to the non-coronary and left cusps, extending along the tissue and base stitching, to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 4 mm onto all cusps, showing evidence of a reduced inflow orifice area. Remnants of pannus remained attached to the tops and/or backs of all stent posts, slightly extending to the outflow rails. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The abrasion on the cusp was likely caused by bias wear, which is related to implant technique.